Event description:
It was reported that an xact stent was implanted on (B)(6) 2008 in the right carotid artery. An x-ray revealed grade 3 mid stent fracture on (B)(6) 2011. The patient was informed of the stent fracture on (B)(6) 2011. There has been no change in the patients health, with the exception of intermittent headaches during the past month. No treatment has been initiated and no treatment is planned. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Stent fracture can be a result of, but is not limited to, stent material, post dilatation technique, anatomical motion resulting in stress/fatigue of the stent material and/or interaction with other device post deployment. In this case, the stent fracture was not noted at the time of stent implant, suggesting that the noted damage occurred post procedure. However, a definitive cause for the reported stent fracture cannot be determined. The patient noted headaches, but per the physician, they do not appear related to the stent break. No definitive cause for the reported headaches can be determined. Review of the finished device lot history record produced no findings relevant to this event.